Event description:
Information received from the field notes that the patient presented to the hospital symptomatic. No pacing or intrinsic activity was observed. Attempts to interrogate and return to standard were unsuccessful. Sporadic pacing was observed with magnet placement and the patient was supported with an external pacemaker.